Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 maxzero¿ zero reflux IV connectors experienced air in line, and leakage. The following information was provided by the initial reporter: all tested claves showed leakage and air entry into the system causing delay in the beginning of the procedure, as it was connected to the central catheter.

Event description:
It was reported that 5 maxzero¿ zero reflux IV connectors experienced air in line, and leakage. The following information was provided by the initial reporter: all tested claves showed leakage and air entry into the system causing delay in the beginning of the procedure, as it was connected to the central catheter.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 26-aug-2022 h6: investigation summary mz1000-br sample was received for investigation the sample was received in opened packaging from lot 21105108. The returned sample had residual fluid present in the device. The feedback provided by the customer indicates leakage and air were detected in the maxzero component during infusion. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting both the female luer adapter and male luer of the returned maxzero components to a 50ml bd plastipak syringe and flushing with fluid; in each instance no leakage was detected. The samples were then subjected to pressure testing; again in each instance no leakage was detected. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot21105108 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customers experience.